Event description:
Customer reported a potential hazard occurred when the ups (uninterrupted power supply) on the unicel dxc 600 synchron system emitted a gas smell. The customer stated that the battery melted in the ups and the smell had been present since (B)(6) 2012. The customer turned off the ups and disconnected it from the unicel dxc 600 synchron system. The customer contacted powervar, the manufacturer of the ups. Three operators and maintenance personnel were affected. One operator complained of a headache. Another operator had a nose bleed, and the third operator had asthma symptoms. The maintenance personnel complained of a burning sensation in his throat. None of the operators or maintenance personnel required medical treatment and it was confirmed that all were in satisfactory health following the event. There were no reports of death, serious injury or required medical intervention associated with this event.

Manufacturer narrative:
The ups is manufactured by powervar. There is no information regarding an evaluation of the ups in response to this event. The ups was disconnected from the unicel dxc 600 synchron system. A beckman coulter field service engineer was on-site on (B)(4) 2012 after the ups was removed, to ensure host communications were restored after the ups was removed and the analyzer was functioning properly.